Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform distortion around leaflet 1 and 3. Damage was likely due to explant. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue around the stent circumference was minimal on the inflow aspect. Eleven cor knots were received with the valve, with 6 of them attached to the sewing ring near commissure 2. Multiple fragments of what appeared to be host tissue were also returned with the valve. Minimal calcification was seen on some of the host tissue fragments additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the customer report of aortic insufficiency, perivalvular leak, and ascending aortic aneurysm could not be confirmed through visual observations. If additional information is received, a supplemental MDR will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve was explanted and replaced with a 23mm pericardial aortic valve. The implant duration at the time of the explant was five (5) months, twenty-seven (27) days. Through follow up with the health care provider, it was learned the 21mm aortic valve was explanted due to severe aortic insufficiency secondary to perivalvular leak. The patient had also undergone replacement of the ascending aortia with a 24mm graft. Echocardiogram revealed excellent lv function. There was no evidence of perivalvular leak and there was good flow across the valve. The patient was returned to ICU in stable condition and discharged on post-operative day 5.